Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/7/2023, it was reported by a sales representative via email that an ar-2324kbcct knotless biocomposite swivelock eyelet broke completely during insertion, releasing the fibertape loop. When the surgeon opened the package, it was noticed that the eyelet of the swivelock looked different; it was somehow defective and appeared to have a crack with the fibertape loop partially lodged in it. The surgeon attempted to use the swivelock anyway, in which the eyelet broke. Everything was removed, and the case was completed using another ar-2324kbcct knotless biocomposite swivelock from the same lot number. This was discovered during an rcr procedure on (B)(6) 2023. Additional information received on 9/7/2023: the surgeon removed all the broken fragments. The case was only delayed twenty to thirty seconds and additional anesthesia was not necessary.